Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A femoral head was returned for evaluation. As returned, the taper shows dark debris. Dimensional readings are conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Reported event is addressed in risk documentation. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised revised due to pain, pseudo tumor and corrosion was noted.